Event description:
It was reported that tip detachment occurred. The target lesion was located in the severely tortuous vessel in the liver. A renegade hi-flo fathom system was selected for use. During advancement of the device to the lesion, resistance occurred. It was noted that the tip of the fathom guidewire broke following removal of the system. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the physician was able to recapture all the pieces of the device from the patient.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. B5: describe event or problem: additional information. Device evaluated by MFR: the returned product consisted of a renegade hi flo micro-catheter and a fathom guidewire. Upon visual inspection, it was observed that the renegade device was kinked 128.2 cm from the hub. The fathom guidewire showed a break located 167.7cm from the proximal end of the wire. The returned portion was 167.7cm long; however, approximately 10cm of the guidewire was not returned. A kink on the guidewire was also confirmed located 117cm from the proximal end. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the severely tortuous vessel in the liver. A renegade hi-flo fathom system was selected for use. During advancement of the device to the lesion, resistance occurred. It was noted that the tip of the fathom guidewire broke following removal of the system. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.